Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board, generator interface board, and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The fse reported that the system would not produce fluoroscopy. This can render the system unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.